Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from non-vitros biorad qc testing using four different lots of vitros immunodiagnostics products tsh reagent in combination with a two different vitros xt 7600 integrated systems. A definite assignable cause of the events cannot be determined. As the events occurred on four different vitros tsh lots over a time interval for 4 months, a vitros tsh reagent issue is not a likely contributor to the event. Analysis of all complaints for lower than expected biorad qc results on vitros tsh lots 6940, 6960, 6980 and 7000 was performed and there was no indication of a system performance issue with vitros tsh reagent. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh. The customer did not provide information on how the qc samples were handled at the time of the events, therefore, it is possible that improper sample handling contributed to the lower-than-expected vitros tsh results, although this cannot be confirmed. Two instruments were affected, and no information was provided with regards to how often the customer carried out routine maintenance. Failure to perform routine maintenance could affect vitros tsh results. There was no evidence of an instrument malfunction, however, as no diagnostic precision testing was conducted to verify the performance of the vitros xt 7600 integrated systems, an instrument issue cannot be completely ruled out as a contributor to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros tsh results were obtained from non-vitros biorad qc testing using four different lots of vitros immunodiagnostics products tsh reagent in combination with a two different vitros xt 7600 integrated systems. Vitros tsh lot 6940 qc results on instrument j1: biorad level 1 results of 0.191, 0.197, 0.198, 0.197, 0.202, 0.190, 0.195, 0.193, and 0.198 miu/l vs. Expected result of 0.301 miu/l vitros tsh lot 6960 qc results on instrument j2: biorad level 1 result of 0.199, miu/l vs. Expected result of 0.301 miu/l vitros tsh lot 6980 qc results on instrument j1: biorad level 1 results of 0.192, 0.196, 0.191, 0.197, 0.173, 0.200, 0.202, 0.188, 0.202, 0.188, 0.199, 0.193, 0.180, 0.185, 0.194 and 0.190 miu/l vs. Expected result of 0.301 miu/l vitros tsh lot 6980 qc results on instrument j2: biorad level 3 result of 21.40 miu/l vs. Expected result of 31.70 miu/l vitros tsh lot 7000 qc results on instrument j1: biorad level 1 results of 0.197 and 0.201 miu/l vs. Expected result of 0.301 miu/l vitros tsh lot 7000 qc results on instrument j2: biorad level 2 result of 2.927 miu/l vs. Expected result of 4.79 miu/l biorad level 3 result of 22.55 miu/l vs. Expected result of 31.70 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer did not indicate that any unexpected vitros tsh results were obtained for patient samples at the time of the events or over the course of the investigation. The lower than expected vitros tsh results were obtained from non-patient fluids and not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number four of six MDR¿s for this event. Six 3500a forms are being submitted for this event as six devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).